Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1fwzb, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s lead was damaged in 2018 and they had to have it replaced. No further patient complications are anticipated or expected as a result of this event.